Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen. The customer's blood glucose was 234 mg/dl at the time of incident. The customer's mother stated that they fell on the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.